Manufacturer narrative:
The device was received with intermittent select button response due to corroded keypad traces. The device passed the self test and the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons are not responding. The customer¿s blood glucose level was 120 mg/dl. Customer states that numbers are ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was response from any button. Customer states pressing menu button takes them to the menu screen. Customer states using the up arrow allows them to navigate screens. Customer states block mode was inactive. Customer states the button was not unresponsive during an easy bolus attempt. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.